Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -13.5/1.5/111 (sphere/cylinder/axis) was implanted into the right eye (od) of a patient with pre-existing primary open angle or narrow angle glaucoma on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to elevated iop. The problem was resolved. Cause of the event is unknown. Reportedly, "2 months after the operation, the iop has been between 26-29 mmhg, the patient was anxious and asked to remove the lens."

Manufacturer narrative:
Off label age<21, pre-existing condition: primary open angle or narrow angle glaucoma. Claim# (B)(4).